Event description:
It was reported the patient received multiple shocks. The patient had fallen and broken his leg several days prior to this episode and had been walking on crutches. The head of the crutch had been pressing on the edge of the implanted device. A lead fracture reported. The skin at the edge of the device reported as sore to touch. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.